Event description:
The tip broke off inside the pt and was retrieved. There was no injury to the pt.

Manufacturer narrative:
One ref 6924 probe with a small broken threaded end piece was returned, decontaminated and investigated. No tip was returned, therefore, no investigation could be conducted on the tip. An inspection of the returned probe found that the blue tube end was broken inside of the insulation tube. The kevlar tether strap on the cautery cap was broken and stuck inside of the handle. The distal tip of the insulation tube and the tube end had tool marks, which are consistent with the use of excessive force when assembling the tips, however a root cause could not be determined due to the tip was not returned. The renew electrocautery probe handpiece and electrode tips instruction for use, precautions statement #3 states: do no use mechanical means to assemble/disassemble the electrode tip to/from the device. Serious malfunction of the device may occur.